Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead was damaged and failed to retract. It was also observed that the lead exhibited high pacing impedance and loss of capture. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix damage, helix mechanism issue, high pacing impedance and failure to capture. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported events of helix damage, helix mechanism issue and failure to capture were confirmed. Visual and x-ray examination found the helix was stretched and the inner coil at the connector region was bunched up consistent with procedural damage. The helix mechanism/ extension length test was not performed, due to damaged helix, as received. Electrical testing found an internal short between conductors due to procedural damage. The cause of the reported events of helix damage, a helix mechanism issue and failure to capture was due to procedural damage to the insulation and bunched up inner coil at the connector region, helix being damaged and clogged with blood/ tissue. The reported event of high pacing impedance was not confirmed. The impedance test was not performed due to condition of the lead, as received. Electrical testing did not find any indication of conductor fractures.